Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Kinks and/or bends and/or cracks in the needle can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all echotip ultra fiducial needles are subjected to a functional test and a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used two (2) cook echotip ultra fiducial needles of an unknown lot number. In both incidents, the needle kinked and could not be retracted into the sheath.

Event description:
This follow up report is being submitted due to the cook complaint reporting form being received. Please reference: description of event, patient outcome, for more information. During an endoscopy procedure, the physician used two (2) cook echotip ultra fiducial needles of an unknown lot number. In both incidents, the needle kinked and could not be retracted into the sheath. The following was received via the cook complaint reporting form on 03/15/2016: after having put fiducials into the pancreas, when the doctor wanted to enter the needle into the sheath [retract the needle], the needle remained kinked and could not be retracted into the sheath. The doctor brought the endoscope out of the body of the patient with needle outside.